Manufacturer narrative:
Since the subject device was not returned to olympus, olympus could not evaluate the device. Therefore, the exact cause of the event could not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a minimally invasive laparoscopic esophagectomy, the physician was using for the subject device and after approx 1.5 hours of the case it was reported that the device seemed to have reduced in efficiency dramatically. They were using the var button quite a bit during the 20 minutes. It was not a bloody field or overly complicated in terms of adhesion. There was a lot of fat in the pt though. The physician said tht it wasn't cutting as well as it should have been and that it was very slow and producing a lot of charring on the tissue around where it was cutting. There was no problem of the connection with the transducer and cable into the generator. The device was replaced with a similar device. There was no pt harm reported.